Manufacturer narrative:
(B)(6). Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Investigation completed by: (B)(6). (B)(4), type: MDR with samples, part #: 381423, lot #: 6274545. Complaint: needle stick injury, needle retraction failure. Event description: yesterday was the first needlestick in my whole nursing career after 12 years of working. The needle was already retracted onto the shield. As I placed the piece into the sharps container, the needle peeked out somehow and stuck the third digit on my right hand. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 6274545 ¿ the lot number was built on afa line 2, from october 1, 2016 thru october 6, 2016. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications s-au33, s-au34, s-au35, and s-au36, in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: no. Reason: a review of the qn/sap database is not required for a s1 - o1 level a investigation per CPR ¿ 071. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received three unused iag 22ga units in sealed packages from the lot number 6274545. Visual/microscopic examination: observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Observed no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. Functional test (needle retraction) was performed: performed the hub twist test then depressed the buttons. The retraction was successful, no delayed reaction was observed. Functional test was performed: after the needles were retracted, they units were then tipped upside down and shaken to create the customer¿s experience. The needles remained retracted inside of the grips. Test description: visual/microscopic, method no: n/a, results: see observations and testing; functional test, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation met and performed per the required manufacturing specifications investigation conclusion: conclusions: the defects of needle stick injury and needle retraction failure; as stated in the subjects of the pir was not confirmed. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned units. Were we able to reproduce the customer's experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned units. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause. Relationship of device to the reported incident: indeterminate. Comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Rationale: corrections and CAPA. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. (B)(4).

Event description:
It was reported, the 22 g x 1 in. Bd insyte¿ autoguard¿ shielded IV catheter did not fully retract, causing a needle stick. Occurred after use. Serious injury with no medical intervention noted.